Event description:
A malfunction was reported on the pump. The customer's blood glucose level exceeded 600 mg/dl due to the issue. The customer administered a correction bolus via the pump to address the high blood glucose. No assistance from a third party was needed. After contacting technical support, the customer was provided instructions to reset the pump, which resolved the issue without recurrence. It was advised to call back if the malfunction reoccurred, and the customer understood these instructions.